Event description:
It was reported that the screen was broken and unreadable. There was no adverse impact to the customer's blood glucose level. The device was set to be returned, and the customer received a replacement pump.